Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after programming the implantable pulse generator (ipg) to one mode, it was locked and could not be programmed to a different mode. The device reportedly remains in use. No patient complications have been reported as a result of this event.